Manufacturer narrative:
The returned device is an opc and not a capio slim. Block b3 date of event: date of event was approximated to (B)(6) 2021, the date bsc was first made aware of the event, as no event date was reported. Block h6: device code a0501 captures the reportable event of dart detachment. One capio device with no deployment suture was received. A visual examination of the returned capio device revealed that there were no issues noted with the catch, carrier, handle and distal end. The seven riveting pins were in place. A functional analysis was also performed by using a suture dart for testing. The test was repeated three times and revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of dart detachment of device or device component could not be confirmed since the suture was not returned. It is necessary to analyze the entire suture in order to confirm the allegation. In addition, the returned device showed no evidence of either the alleged issue or any defect which could have contributed with this event. Therefore, the investigation concluded that the most probable cause for this event is no problem detected.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a pelvic floor fixation procedure. After deployment of the device during the procedure, the dart detached inside the patient on the right side. Reportedly, the suture was loosely tensioned along the capio handle during deployment as full tensioning had led to dart slipping off the carrier. There were no partial throws made. The suture was deployed from the capio twice before it broke right at the dart. An attempt was made to retrieve the dart in the palpated area by finger but dart was not felt. However, an "old screw" was found and retrieved. The procedure was completed with the same device. There were no patient complications reported as a result of the event.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a pelvic floor fixation procedure. After deployment of the device during the procedure, the dart detached inside the patient on the right side. Reportedly, the suture was loosely tensioned along the capio handle during deployment as full tensioning had led to dart slipping off the carrier. There were no partial throws made. The suture was deployed from the capio twice before it broke right at the dart. An attempt was made to retrieve the dart in the palpated area by finger but dart was not felt. However, an "old screw" was found and retrieved. The procedure was completed with the same device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2021, the date bsc was first made aware of the event, as no event date was reported. Block h6: device code a0501 captures the reportable event of dart detachment. One capio slim device with no deployment suture was received. A visual examination of the returned capio slim device revealed that there were no issues noted with the catch, carrier, handle and distal end. The seven riveting pins were in place. A functional analysis was also performed by using a suture dart for testing. The test was repeated three times and revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of dart detachment of device or device component could not be confirmed since the suture was not returned. It is necessary to analyze the entire suture in order to confirm the allegation. In addition, the returned device showed no evidence of either the alleged issue or any defect which could have contributed with this event. Therefore, the investigation concluded that the most probable cause for this event is no problem detected.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021, the date bsc was first made aware of the event, as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a pelvic floor fixation procedure. After deployment of the device during the procedure, the dart detached inside the patient on the right side. Reportedly, the suture was loosely tensioned along the capio handle during deployment as full tensioning had led to dart slipping off the carrier. There were no partial throws made. The suture was deployed from the capio twice before it broke right at the dart. An attempt was made to retrieve the dart in the palpated area by finger but dart was not felt. However, an "old screw" was found and retrieved. The procedure was completed with the same device. There were no patient complications reported as a result of the event.